Event description:
It was reported, smartside, occlusion. The following information was provided the initial reporter: the nfc was blocked and no fluid can be passed through it. During use. It was reported that the customer claims they are having difficulty passing fluids through the valve. Additional information: please confirm the number of products affected- dont have the accurate number (I will send 1 sample). Was patient or user harmed? If yes, please explain - no.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.